Manufacturer narrative:
This supplemental report is being submitted to update the lot number of the device, and to provide the device evaluation results. The referenced device was returned to olympus for evaluation. A visual inspection confirmed the active connector was broken off and minor charred stains were observed. The damage cable phenomenon was attributed to the cable being twisted causing some of the internal signal wires to break apart; therefore, during the hf output an electrical arc was caused and the output connector broken off. In addition, the cable including the broken off active connector has been forwarded to the original equipment manufacturer (OEM) for further investigation.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received this report will be supplemented.

Event description:
Olympus was informed that during a transurethral resection of bladder tumor (turbt) procedure, the hf cable broke apart into two pieces at the connection point to the non-olympus generator. It was reported that the physician heard a pop and a spark was also observed by the technician coming from the cable. The intended procedure was completed with the similar device. There was no patient or user injury reported. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the OEM. The root cause is attributed to improper handling, overload by application of external bending and/or tensile forces by the user in combination with exceeded service life (date of manufacture: 11/2012). The OEM conducted a review of purchase history and determined that the cable was sold to the user facility (B)(6) 2013. The instruction warns the user: "visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Do not use the hf cable after one year of use. Replace the cable."